Manufacturer narrative:
The received device had the cannula assembly fully deployed. The device was received without the adhesive pad attached to the bottom housing. No damages or defects were observed with the bottom housing that would cause the cannula to dislodge or skin irritation. A root cause for the reported events could not be determined. The received device had the cannula assembly fully deployed. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was kinked. It could not be determined when this damage occurred. Cracks were found on the outer housing. Inspection of the device along with the data suggest that the cracks had no effect on the device's functionality. An 0x69 occlusion alarm was generated by the pod. The exact cause of the alarm could not be determined from the investigation.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. The device was received without the adhesive pad attached to the bottom housing. No damages or defects were observed with the bottom housing that would cause the cannula to dislodge or skin irritation. A root cause for the reported events could not be determined. The received device had the cannula assembly fully deployed. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was kinked. It could not be determined when this damage occurred. Cracks were found on the outer housing. Inspection of the device along with the data suggest that the cracks had no effect on the device's functionality. An 0x69 occlusion alarm was generated by the pod. The exact cause of the alarm could not be determined from the investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 450 mg/dl while wearing the pod between 24 and 36 hours. Patient's mother believed the cannula dislodged from the infusion site; the cannula also appeared bent upon removal. Patient tested negative for ketones and skin irritation at the site may have also been present. As treatment, a manual injection was delivered, a new pod was applied and a bolus was delivered.